Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the ostial/proximal circumflex artery. A 3.00x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, physician opted to use a longer stent of 3.0x16mm size. Upon removal of the device, the stent was dislodged from the balloon in the distal left main (lm)/proximal circumflex. The physician was able to deploy the stent in the distal lm/ostial circumflex covering the left anterior descending (lad) artery. The procedure was completed. No patient complications were reported and the patient's status was fine.